Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer reported lot # 1703154 for this incident. However, per manufacturing records this lot # does not exist for the reported cat #. Therefore, the device manufacture and expiration dates are unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a bd micro-fine¿ plus u40 - 1ml - 29g x 12,7mm leaked passed the plunger during use no injury or medical intervention.

Manufacturer narrative:
Date received by manufacturer: 9/8/2017.